Event description:
The customer reported to olympus that during reprocessing of this camera head, inversion of image field was observed. Found during cleaning and disinfection. This occurred after last maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1 complete address: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and information based on the legal manufacturer's final investigation. The customer clarified that the concomitant device was a cv-170 video system center. Visual and functional inspection was conducted on the subject device. The direction has been adjusted and no other issues have been found. There was no reproducibility of the issue and the product specification was met. There were no new defects identified during the inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." Olympus will continue to monitor the field performance of this device.